Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported that the monitor was flickering and replacing the computer resolved the issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Testing revealed that noise was found in the monitors during using. The issue was resolved by replacing the computer. A system checkout was performed, and the system was found to be fully functional. Part was returned to manufacturer for evaluation but results pending completion of evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned and analyzed. There were no failures found related to the part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device has not be returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported a noise was heard from both the staff and surgeon monitors. The system was rebooted, and the issue resolved, but then screen became dark. The system was rebooted again with resolution. The system was used for the procedure without further issue. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.